Event description:
It was reported that during a lap cholecystectomy procedure, when firing the device, a piece of the jaw tip broke off and fell into the pt. The surgeon was able to retrieve the piece with graspers without any impact to the pt. They got a new one to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.